Event description:
This is a duplicate of MFR# 0001831750-2013-00142. Reffer to MFR# 0001831750-2013-00142 for regulatory reporting.

Manufacturer narrative:
This is a duplicate of MFR# 0001831750-2013-00142. Reffer to MFR# 0001831750-2013-00142 for regulatory reporting.

Event description:
It was reported by service report that the brakes are not functioning properly. The complainant was not aware if there was patient involvement or adverse consequences.

Manufacturer narrative:
Result: brake cams.